Manufacturer narrative:
Other relevant device(s) are: product ID: psu kit, 9735339, spectra rohs. A medtronic representative went to the site to test the equipment. It was reported that the positioning sensor unit (psu) was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the positioning sensor unit (psu) did not recognize the instrument at all. It was noted that the amber error lights were present.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacture for evaluation. After functional testing, visual/physical examination and proceduralized device testing the reported issue was confirmed. The returned psu powered up on the test bench without the amber fault light on. After a short time, the light came on. A check of the event log showed intermittent illuminator current low messages dating back to (B)(6) 2019. Was not able to perform an accuracy test (aak) due to the hardware fault. This psu has not been previously returned for a failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. Vendor analysis has been completed confirming the reported complaint. The printed circuit board of the camera was replaced and extended pyramid recharacterization was done. The unit has also passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.